Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The devices were returned from an unknown source with no information and further this patient died tens years ago. Contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. It was noted the outer insulation was breached (environmental stress cracking), proximal conductor blood/body fluid (not obstructed), outer insulation cosmetic (environmental stress cracking), and visual analysis performed only.

Event description:
The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. The lead was returned with no information. Review of the manufacturer's database revealed, the patient died approximately ten years from the lead implant. No further information will be available.